Event description:
It was reported by the patient that she underwent an anterior pelvic floor repair procedure in 2007. During the procedure, the doctor put one of the legs of the graph through the bladder, requiring three hours of additional surgery by an urologist to repair the bladder perforation. The patient was catheterized and placed on a morphine drip. The patient stayed in the hospital three additional days and was released four days later with self urinary catheterizations for ten days. The patient returned to the hospital as an outpatient for a bladder test the following month, where the catheter was removed and she could urinate successfully.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.